Event description:
It was reported that the patient underwent a revision procedure due to left cylinder developing an aneurysm with an inflatable penile prosthesis. The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. During the revision no fluid loss, or infection was observed and the physician alleges the bulge occurred from sexual activity and the patient recovered following the procedure.